Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4): there was report of infection which required a revision to remove the cable. The reported event may require medical/surgical intervention to preclude permanent damage to a body structure. Device history records review was conducted. The report indicates that the: DHR review for: DHR review for part #298.801.01s, lot #p129880; release to warehouse date: 05-oct-2012; expiration date: 31-aug-2017; supplier: (B)(4). Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced an infection and underwent removal of four synthes cables. On (B)(6) 2015 a patient underwent revision surgery for an infected right total hip arthroplasty. Frank pus was noted around the prosthesis, tracking down the vastus lateralis to mid thigh and into the pelvis via the sciatic notch and along the psoas tendon. The right total hip arthroplasty, femoral and acetabular components were removed; irrigation and debridement with arthrotomy of the right hip was performed; deep cultures were sent which showed gram positive cocci; and a deep, implanted antibiotic delivery device was placed. The patient was revised to depuy hip devices and four synthes cables; the cables stabilized the femoral osteotomy. On (B)(6) 2015, the patient underwent removal of the right, recurrent infected total hip arthroplasty and underwent placement of a static antibiotic spacer. At the time, areas of frank purulence were noted. The four cables were exposed, cut and removed. Culture swabs were obtained and sent for examination; irrigation and debridement was performed. It was reported that the patient was awakened from general anesthesia in good condition. This complaint involves four devices. This report is 4 of 4.